Event description:
An endurant stent graft system and was inserted into the patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 25-24-25 mm in diameter. The left common iliac artery was 13-12-10 mm in diameter and the right common iliac artery was 13-14 mm in diameter. The right external iliac artery measured 6-7 mm in diameter and the left external iliac artery measured 6-6 mm in diameter. Moderate calcification was noted in the access vessels it was reported that during the index procedure, the bifurcate would no pass beyond the right hypo-gastric artery. In addition, the outer sheath would not come in contact with the nose cone. The gap was noted prior to insertion. The physician did not experience any removal difficulties. No kinks were observed on the sheath when removed from the patient. The delivery system was removed and was replaced with another endurant bifurcate that was successfully implanted. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).